Event description:
While performing bench services for the device, an authorized bench technician noted that the measurement panel for the device had damaged connectors coinciding with signs of oxidation. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.